Event description:
Spontaneous call from home health nurse advising on (B)(6) 2023 that nurse would like to re-program the pump she had just received for a slower rate. However, when she was given the code to unlock the pump. Nurse was unable to successfully unlock it to proceed with programming for a slower rate. The pump serial number was (B)(4) and pump maintenance due date was (B)(6) 2023. She requested us to send another pump with a slower rate and in the interim would use the old pump. She stated that she would just use the old curlin pump to deliver the medication, which was already programmed for the slower rate at the same dose. No dose was missed, and no side effects were experienced from the pump failing to unlock. Patient had defective pump on hand for return for inspection. New pump sent. Pump used to infuse privigen daily for 3 days every 8 weeks. Indication: dermatopolymyositis, unspecified with myopathy. Reported to (B)(6) by: health professional.